Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos). Follow up with the company representative indicated no reprogramming was done as the twos was found on prior episodes and was not currently occurring. The lead remains in use. No patient complications have been reported as a result of this event.